Manufacturer narrative:
Batch review performed on 07 november 2022: lot 2006529: (B)(4) items manufactured and released on 09-september-2020. Expiration date: 2025-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 2011651: (B)(4) items manufactured and released on 22-feb-2021. Expiration date: 2026-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery performed due to joint luxation the same day of the primary surgery.